Event description:
The device was attached to a person diagnosed in cardiac arrest. The device continued to display a connect electrodes alarm after being attaced to the pt and use of the device was inhibited. An ambulance crew subsequently arrived and use another MFR's automated external defbrillator. No shocks were advised. The pt was not resuscitated.